Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was not working and at random times would not delivery and sometimes it worked fine. The customer¿s blood glucose was 130 mg/dl at the time of incident. Customer experienced high blood glucose level. Customer treated with manual injection. Customer reported that there were no occlusion alarms or insulin pump errors. The insulin pump will be returned for analysis.